Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device cannot be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was able to duplicate the reported issue. Stryker advised the customer that their device is not field-serviceable. Stryker recommended that the customer remove the device from service and a replacement device be obtained. The device was scrapped. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Manufacturer narrative:
Section h11 of the initial medwatch report indicates: stryker performed an initial evaluation of the customer's device and was able to duplicate the reported issue. Stryker advised the customer that their device is not field-serviceable. Stryker recommended that the customer remove the device from service and a replacement device be obtained. The device was scrapped. Section h11 of the initial medwatch report should indicate: stryker performed an initial evaluation of the customer's device and was able to duplicate the reported issue. Stryker advised the customer that their device is not field-serviceable. Stryker recommended that the customer remove the device from service and a replacement device be obtained. The device was scrapped. The root cause could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device cannot be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed.there was no patient involvement reported with the event.